Manufacturer narrative:
This report was generated in error. All available information has already been previously submitted. No additional information will be forthcoming.

Manufacturer narrative:
An unknown guidewire (gw) failed to advance within the smartflex vascular 8mm x 60mm 120 cm stent system. Several attempts have been made, causing the opening to still be outside the patient. There was no reported patient injury. A non-sterile unit ¿smart flex 8 x 60 vas 120cm¿ was received for analysis inside of a plastic bag. The device was unpacked and was placed on a metallic tray in order to perform the product evaluation. The guide wire hub presents a broken condition and the segment that is molded over the push bar is missing and was not returned for analysis. The stent was received partially deployed. The distal tip shows an accordion like condition. No other damages or anomalies were noted. Dimensional analysis results were found within specification. A product history record (phr) review of lot 44815 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner shaft - obstructed¿ could not be properly evaluated due to the damages observed on the returned device. The unit presented a broken condition on the guide wire hub and an accordion condition on the distal tip. The reported ¿stent delivery system - deployment difficulty partial deployment¿ was confirmed. The unit was returned partially deployed. The exact cause of the damages noticed on the device and the partial deployment could not be conclusively determined during the analysis. Vessel characteristics (although unknown) and procedural/ handling factors might have contributed to the damaged conditions observed on the device. According to the instructions for use ¿carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn, and another system used. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent¿. Neither the product analysis nor the phr review suggests that the event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 44815 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the unknown guidewire (gw) failed to advance within the 120cm 8x60 smartflex vascular stent system. Several attempts have been made, causing the opening to still be outside the patient. Additional information was received indicating that the device was received .50 cm deployed. There was no reported patient injury.